Event description:
This was a catheter connecting issue. When the catheter was connected to the system, there was no image on the display. The catheter was removed, and a new catheter was used. Second catheter functioned and procedure completed. Manufacturer response for diagnostic ultrasound catheter, soundstar eco (per site reporter): class ii recall.